Manufacturer narrative:
(B)(4). Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The device has the distal tip kinked and also, a section of the distal tip is damaged, it has the polymer detached, the damage is located at 4.1 cm from the distal tip. Dimensional inspection revealed the overall length, outer diameter of distal tip, middle of the device, and proximal section are within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 29-sep-2017. It was reported that distal tip damage occurred. A 200cm, 8cm poly tip v-18¿ control wire¿ was selected for use to cross a lesion. However, during the procedure, the tip was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed polymer detached from the distal tip.